Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 wnv 96t ivd assay, as well as the hev and dpx assays, performed within specifications. A review of the cycle threshold (CT) values for the wnv, hev, and dpx assays indicated alignment with the 0.5x limit of detection (lod) panel CT values observed during quality control release. These late CT values are consistent with viral loads below the lod of the assays, where results may fluctuate between reactive and non-reactive due to the inherent nature of the test. No batch trends were identified for the reagent lots used, and no non-conformance's or change requests related to the reported issue were found. The roche reagents were confirmed to be functioning as intended at the customer site.

Event description:
The initial reporter alleged discrepant results using the kit cobas 6800/8800 wnv 96t ivd on the cobas 6800 instrument. The first instance involved the wnv assay, where an initial reactive result with a cycle threshold (CT) value of 40.84 was obtained. Repeat testing of the same sample generated a non-reactive result. The second instance involved the hev assay, where an initial non-reactive result was obtained. Repeat testing of the same sample generated a reactive result with a CT value of 42.75. The third instance involved the dpx assay, where an initial non-reactive result was obtained. Repeat testing of the same sample generated a reactive result with a CT value of 38.50. Serology information for the samples was not available.